Manufacturer narrative:
Philips could not reproduce the reported problem and could not find any indications that the device was not performing as specified. Several inop conditions were indicated, therefore it is concluded that the device was working as intended. Onsite testing by the biomed and fse found the philips monitor performing to specification. The masimo spo2 sensor lncs neo-3 sensors (part #2320) was replaced as the used sensor was scrapped by the customer. . The fse provided the customer with the investigation results. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A patients' monitoring showed increasing spo2 values during a period of time. Due to very good signal quality, good pleth wave and identical values for pulse rate and heart rate from ECG these measurements were trusted and used to treat the patient accordingly. The spo2 measurement from arterial bga (blood gas analysis) previously showed a constant difference to masimo rainbow spo2 of approx. 10%. On (B)(6) 2018 at around 8 pm, the spo2 on the monitor raised up to 95%, the bga showed at the same time a spo2 of under 60%.the patient died after an unsuccessful CPR (cardiopulmonary resuscitation) due to a cardiac arrest. The patient died.